Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, ortholock ex-pin 3x110 broke in half as it was inserted anterior-posterior into the tibia. It was reported that a small piece of the pin was left in the tibia of the patient, and that the procedure was completed successfully with the use of navigation and without a delay. It was reported that no x-rays were taken after the surgical procedure due to the reported event, and no adverse consequences or medical intervention were reported.